Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer changed the infusion set the day before being hospitalized. The customer's most recent blood glucose reading was 232 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The glucose meter was not communicating with the insulin pump. Assisted the customer with the settings, but it still did not communicate. Advised the customer to contact the MFR for further assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.